Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that although it was mentioned the foreign matter appeared to be insects it was analyzed with a microscope and it was confirmed that the particle was plastic. Bd was not able to determine where the plastic particle came from as ftir testing was inconclusive in identifying the particle. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd angiocath foreign body was noted inside of the catheter cap/shield. The following information was provided by the initial reporter: before using this product, I found what appeared to be insects in the protective cover. One unit was affected. (B)(6). 2.was the foreign matter located within sterile unit package or inside of the cap/shield on the catheter/needle itself? The fm is located inside the catheter protective sleeve.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.